Event description:
Consumer claims that she uses this toothbrush to brush her patients teeth. She states that she has had the product for two months and this is the second time it has happened - the bristles fall out and get stuck in the patients teeth.

Manufacturer narrative:
Device returned was a non-philips brush head.